Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during injection medication did not flow with a bd ultra fine¿ pen needles. This occurred on 4 separate occasions, however, the date/time information is unknown. The following information was provided by the initial reporter: consumer reported needle clog, involving 4 pen needles during injection, does not prime needles, does not re-use.

Event description:
It was reported that during injection medication did not flow with a bd ultra fine¿ pen needles. This occurred on 4 separate occasions, however, the date/time information is unknown. The following information was provided by the initial reporter: consumer reported needle clog, involving 4 pen needles during injection, does not prime needles, does not re-use.

Manufacturer narrative:
H.6. Investigation: customer returned (4) open 8mm, 31g pen needles from lot # 9204736. Customer states that the needles were clogged during the injection. All returned pen needles were examined and 2 samples exhibited a bent non patient end of the cannula and 1 sample exhibited a broken non patient end of the cannula. The remaining sample was tested and was able to expel properly without any observed defects. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. User error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.